Event description:
While in use mechanically ventilating a patient. Hamilton g5 vent number h-37 began to display in red alarms tf- 5507 error code. It did this 7 times over course of 3 minutes before stopping all together. Vent model: g5. Vent serial number: [redacted]. Software (sw) version 02.81b. Reason for order: tf 5507 (7 times). Event logs available. Was the patient harmed? No. Failure occurred during ventilation. Yes. Was medical intervention required? Yes (changed the vent). Did the device visually alarm? Yes (according to the event log). Did the device audibly alarm? Yes (according to the event log). Did the device show technical faults? Yes (according to the event log). Were other devices involved? No. Was the product being used in the context of its intended purpose? Yes.